Event description:
During surgery, a "portion of instrument broke." The piece was unable to be retrieved without doing an anterior approach. X-rays confirmed placement of the piece. There are no plans to remove piece unless probblems occur.

Manufacturer narrative:
Device was not returned to MFR for eval. Device history records were reviewed. No documentation was found that would indicate a nonconformance to specs. Unable to determine the cause of the event.